Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'burned battery' which could not be reproduced during evaluation. Evaluation did not find any burn damage with visual inspection. The reported condition was not verified. The device did not have a battery returned with it. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burned battery. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.